Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of color bars and dark/light images were not confirmed. The image was displayed without noise nor distortion. In addition, the front panel was faded. The lamp had 50 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus issues of color bars and dark/light images with either of the 2 cv/clv190 (evis exera iii xenon light source) towers. The event occurred during preparation for use. There was no report of patient harm. Related patient identifier: (B)(6). Related patient identifier: (B)(6). Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.